Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump squirted insulin out of the tubing during an infusion set change. The patient's blood glucose at the time of incident was 7.7 mmol/l. Troubleshooting was initiated for the prime and rewind issue. The customer stated that insulin continued to drip after the motor stops during the fill tubing process. Insulin also continues to drip during the load reservoir process as well. The alarm history was reviewed for a motor sensor test failure alarm but there was none identified. However, the customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device will be sent to the customer.

Manufacturer narrative:
The insulin pump was monitored for 2 days. The operating currents are within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted. The insulin pump was tested with a water fill test reservoir and units left at the insulin pump display matched properly units match at the test reservoir. No unexpected alerts were noted during our testing. The insulin pump was received with minor scratched lcd window and case.